Event description:
It was reported that the customer was having problems with the infusion set tape sticking to the inside wall of the insertion device. The caller also stated that the customer was hospitalized with blood glucose levels greater than 600 mg/dl. Advised the caller that the insertion device would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.